Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) male patient was having an unknown procedure when it was discovered that the catheter had a hole and was leaking. It was removed and replaced with a new device. A section of the device did not remain inside the patient's body. No additional procedures were required and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation - evaluation a review of the complaint history, device history record, specifications, trends and visual inspection of the returned device was conducted during the investigation. The visual / microscopic inspection of the returned device reveals a 4mm rupture of the catheter tubing. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
A (B)(6) male patient was having an unknown procedure when it was discovered that the catheter had a hole and was leaking. It was removed and replaced with a new device. A section of the device did not remain inside the patient¿s body. No additional procedures were required and the patient did not experience any adverse effects due to this occurrence.